Event description:
The customer reported the system is displaying a communications error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and power control pcb. System operates as intended. (B)(4).